Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Patient was revised to address subsidence and tibial loosening at the cement/implant interface. Depuy cement was used.

Manufacturer narrative:
No device associated with this report was received for examination. Review of provided x-ray views confirmed the reported subsidence and tibial loosening at the cement/implant interface. A worldwide complaint database search found no additional related reports against the provided product code/lot code combination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible for the unknown lot code. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.